Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was that the ins hadn't been charged in a long time and they couldn't get the ins charged. Caller noted that they had been charging the ins for an hour and the controller battery went from 80% to 40%, but the ins was still in the red. Caller confirmed seeing recharging excellent with the controller light flashing green. Agent had the caller disconnect the recharger from the controller, reset the controller, and then unlock the controller. The controller was at 40% and the ins was in the red. Agent had the caller initiate an ins recharging session. Recharging excellent was indicated. Agent reviewed with the caller that the external equipment was working as intended, however if the implant wouldn't take a charge, then the patient would need to follow up with an healthcare provider to further address the issue. When asked for the event date, caller said that charging the ins had been tried several times and the ins hadn't been charged fully for a long time. Caller inquired about activating MRI mode. No symptoms were reported.